Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a "save operation fail error call service" error message and would not boot up. The customer had to reboot the system several times to clear the error message. There is no report of pt injury associated with this event.